Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device, the service tech observed the serial number ring was missing from the adaptor post. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.